Event description:
A 13 fr elite bi-caval catheter was placed into the jugular vein. The cannula was positioned using the introducer and a guide wire with verification of position using echo cardiogram. The surgeon reported it was difficult to see the cannula position. Two hours later, the pt had surgery to repair a perforation in the atrium. The pt continued use of the catheter for 6 days before the cannula was removed. The pt was in good condition and released from the hospital.

Manufacturer narrative:
Additional narrative: retains from lots 2133479, 2135040, 2134725 were reviewed and there did not appear to be any issue with the introducer or cannula (sharp edges or gaps between the introducer and tip of cannula). The retain sample was within specification. It is apparent from the report that the damage to the heart occurred as a result of the initial insertion of the cannula or the possible positioning of the cannula. The IFU warns that incorrect insertion can cause damage to the vessels and or heart structures. In addition there is a caution for verification of advancement, placement and positioning of the catheter with the introducer using appropriate imaging technology.